Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet¿s screen became detached while the device continued to function and blood glucose levels were unaffected, consistent with a device display component issue and a loss of or failure to bond. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of the returned device revealed a stress-related problem with the display assembly consistent with a component failure mechanism aligned to bond loss at the display. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.